Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming no disposable in the middle of the night and patient turned pump off. The patient asked for assistance calling hotline. The pump was started but it has the no disposable alarm again. They were instructed to turn pump on, and settings were reviewed. Pump was still alarming no disposable. Instructed to turn pump off and ensure tubing is clamped. Instructed to call facility now or head in now. Patient not harmed or affected. No patient injury. No additional information.